Manufacturer narrative:
Reported event: front of new burr instrument along with the burr fell off during case because was not attached properly. There was a surgical delay of 2 minutes. Product evaluation and results: the product was not returned so inspection could not be completed. Product history review: part information was not provided and the product was not returned so no product history review could be completed. Complaint history review: part information was not provided and the product was not returned so no complaint history review could be completed. Conclusions: no information was provided. The part was also not provided. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
Front of new burr instrument along with the burr fell off during case because was not attached properly. There was a surgical delay of 2 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Front of new burr instrument along with the burr fell off during case because was not attached properly. There was a surgical delay of 2 minutes.